Event description:
(B)(6) 2022, a cardiologist put me on a 14 day bardy diagnostics cam heart monitor. Two days after wearing the monitor I experienced inappropriate sinus tachycardia (ist) with a resting heart rate of 141 beats per minute (bpm) that lasted for about 3 hours until I removed the monitor. My heart rate was monitored with a kardia mobile EKG, an omron blood pressure monitor and an oxygen/pulse rate monitor. My exercising heart rate has never been more than 110 bpm. I was not having any physical symptoms so I decided to try to determine the cause of the tachycardia instead of going to the emergency room. What I found is that with some people a heart monitor that uses 5g bluetooth communications, which operates at 2.4 ghz, can cause the heart's sinus node to lock on to a harmonic frequency of the 5g signal and produce a heart rate of between 140 to 150 bpm. With the data from my verification devices, I have proof of this happening to me and I informed bardy diagnostics of this event. Bardy diagnostics response to me was that the monitor that I was using did not utilize 5g bluetooth technology. However, their patent specifies that it contains both bluetooth and wi-fi capability, although it may not have been activated. I checked the cam monitor in a faraday cage and verified that it was not transmitting a bluetooth signal as bardy had said. This raised the question of why I experienced inappropriate sinus tachycardia while wearing their monitor. Somehow it had to be associated with the 5g bluetooth frequency of 2.4 ghz which can cause a pulse rate at a 5g harmonic frequency. The only explanation that I can determine, in my case, is that the length of the sensor wires on the bardy cam monitor is very close to a full wavelength for a 2.4 ghz rf signal, making it an excellent antenna that will pick up and amplify any 2.4 ghz signal in the area. I think this is what happened to me. While I was having the ist, I measured the amount of rf radiation that my body was receiving. The amount of rf radiation in the area was 4.5 mw/m2. When I put the meter close to the cam monitor it went to 171 mw/m2. Anything over 10 mw/m2 is considered dangerous. I am an 84 year old retired electronics engineer, in good health and have not experienced any ill effects from my experience, but long term I have no way of knowing. Depending on your findings and to hopefully prevent someone in poor health from having a bad experience, I would like to request that the FDA inform the medical profession of the possibility that patients could have inappropriate sinus tachycardia (ist) when using the cam device. That alone would be a great service to humanity.